Manufacturer narrative:
Tracking# 48707. Endopath ets: based upon the info received & the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned & the instrument was cycled, fired, cut, & formed the staples within design spec. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
The cin was contacted directly by the customer. It was reported the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported the first device, an atb35, would not fire at all once it was "cocked". The customer reports the lot number for this device was either k46724 or k47932. A tsb35 was opened and fired well on the first firing, then would not fire when reloaded. The lot number for this device is k46947. The reload which would not fire was either from lot number k4686e or e46c8z and is being returned with the device. Another tsb35 was opened to complete the case. There was no consequence to the pt.